Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump powered on with audible tones and vibration; however, the display screen remained blank. After fifteen minutes, the pump displayed ¿sleep error.¿ the complaint of a display issue could not be completely investigated due to the sleep error. Unrelated to the complaint, a new firmware code was loaded into the master processor, and the pump powered on with a functional display, indicating a failure of the processor.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the pump display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.